Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: necrosis.

Event description:
Hcp reported unknown side "skin necrosis (wound incision)", "skin necrosis (incision). Device remains implanted.